Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was pre-operatively diagnosed with lumbar vertebrae fracture and underwent unknown procedure. During surgery, set screw slipped. The set screw was explanted completely. No patient complications were reported as the result of the event.